Manufacturer narrative:
Qn #(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. During the investigation, the iabc central lumen was noted broken within the flex-tip assembly near the iabc distal tip, which caused blood to enter the helium pathway. The root cause of the complaint is undetermined. A potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that "after normal catheter placement, the doctor inflated the balloon but did not open it (the machine did not alarm)." It was noted that after 3 to 4 hours later, the doctor found it and took it out. "After injection of normal saline, it was found that the balloon and the central cavity interface leakage, accompanied by blood foam." As a result, the catheter was replaced successfully. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "after normal catheter placement, the doctor inflated the balloon but did not open it (the machine did not alarm)." It was noted that after 3 to 4 hours later, the doctor found it and took it out. "After injection of normal saline, it was found that the balloon and the central cavity interface leakage, accompanied by blood foam." As a result, the catheter was replaced successfully. There was no report of patient complications, serious injury or death.